Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system did not track the instrument properly. No further details regarding the intermittent behavior, or when it occurred, were provided. There was no patient present when this issue was identified.